Event description:
It was reported that the patient had a syncopal episode on 25jan2024. The patient was seated in a chair, passed out and fell forward, resulting in head injuries. The patient presented to the clinic from the skilled nursing facility (snf) and no low flow alarms were observed. Log files were sent for review and captured no unusual events. The mechanical circulatory support (mcs) equipment was functioning as intended.

Manufacturer narrative:
A4: patient weight not provided. Pending follow-up with account/site/customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncopal episode could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed no notable events or alarms. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists potential adverse events which may be associated with the use of heartmate 3 lvas, including other neurological events (not stroke-related). The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.